Event description:
It was reported that 7 unspecified bd pen needle was unable to deliver medication and/or had a broken cannula during use. The following was reported by the initial reporter: "it was reported that the needle is blocked, bent and rear cannula end is broken and gets stuck. Needle blocked. Needle bent. Rear cannula end is broken + gets stuck".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/9/2020. H.6. Investigation: customer states that the needle is blocked, bent and rear cannula end is broken and gets stuck. Customer returned (16) open 4mm, 32g pen needles without the tear drop label or outer cover. All returned samples were examined and 11 out of 16 samples exhibited a bent non patient end of the cannula. All 5 remaining samples exhibited a broken non patient end of the cannula. Both of these observed issues could prevent insulin from flowing through the cannula properly. Customer returned (2) open 5mm, 31g pen needles without the tear drop label or outer cover. Both returned samples were examined and one sample exhibited a bent non patient end of the cannula. This issue could prevent insulin from flowing through the cannula properly. The remaining sample was tested and was able to expel properly without any observed defects. Customer returned (1) open 8mm, 31g pen needle without the tear drop label or outer cover. The returned sample was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. Unable to perform DHR check due to an unknown lot number for any of the reported issues. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). Root cause is user related. The bent and broken non patient end of the cannula occurred during use of the product by the customer.

Event description:
It was reported that 7 unspecified bd pen needle was unable to deliver medication and/or had a broken cannula during use. The following was reported by the initial reporter: "it was reported that the needle is blocked, bent and rear cannula end is broken and gets stuck. Needle blocked. Needle bent. Rear cannula end is broken + gets stuck".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 7 unspecified bd pen needle was unable to deliver medication and/or had a broken cannula during use. The following was reported by the initial reporter: "it was reported that the needle is blocked, bent and rear cannula end is broken and gets stuck. Needle blocked. Needle bent. Rear cannula end is broken + gets stuck".